Event description:
USA. Allegedly a patient develop apparent capsular contracture baker grade iii in her right breast, during the revision surgery a double capsule was found on her left breast r: (B)(6). L: (B)(6).

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: double capsule